Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the probe was bent. The piercing assembly and needle were replaced; the incorrect piercing position mechanism error as well as the leak were resolved. The fse also replaced the waste syringe assembly and drain filter to resolve the drain sensor timeout errors. The instrument was verified to meet the specified requirements per established procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported a coulter act 5diff cp was generating incorrect piercing position mechanism errors as well as drain sensor timeout errors. While troubleshooting the issue via telephone with beckman coulter (bec) customer technical support (cts), the customer discovered the instrument leaked blood onto the tray below the baths. The volume of the leak was less than 1 ml and was contained within the instrument. The instrument operator was wearing a lab coat, gloves, and eye protection when the leak was observed. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.